Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation was ruptured. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage with blood ingression. The lead was explanted and replaced. No patient complications have been reported as a result of this event.